Manufacturer narrative:
(B)(4).

Event description:
It was report that the patient expired during extraction of the device and all leads due to infection. The physician did not allege that the device or the leads caused the infection. It was also stated that that the patient's condition began to worsen during the lead extraction and later the patient expired due to complications from the procedure.